Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00001: head, 3025141-2018-00002: stem.

Event description:
An arh slide loc radial replacement system was implanted on (B)(6) 2016. At some point post operatively, the head/neck assembly dissociated from the stem. The implants were explanted on (B)(6) 2017.